Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance and noisy signals. The suspected cause was an insulation break. A lead revision was scheduled. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a decrease in impedance and noisy signals. The suspected cause was an insulation break. A lead revision was scheduled. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that although there were noisy signals on both bipolar and unipolar configuration, the physician decided to continue using the lead. The patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.